Manufacturer narrative:
Batch review performed on 07 may 2021: lot 1908935: (B)(4) items manufactured and released on 14-nov-2019. Expiration date: 2024-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery and was implanted with competitor hardware. On (B)(6) 2021, the patient had the competitor hardware revised to medacta hardware for reasons unknown. The surgery was completed successfully. On (B)(6) 2021, 1 month after medacta devices implantation, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.